Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected with one syringe of juvéderm® ultra plus xc in the marionette lines, upper and lower lip, and chin area, and one syringe of juvéderm voluma® xc in the cheeks. About 7 hours later the patient¿s upper lip swelled, and their "face swelled up." The patient went to an urgent care the same day and was treated with an injection of benadryl. The patient then went to an emergency room and was given IV prednisone, benadryl, and fluids. Two days later the patient went to see an allergist who performed lab/blood work, but the tests have not come back. The allergist prescribed oral prednisone, oral allegra, and oral benadryl. The health professional reported the patient ¿really reacted to the voluma®¿ and recommended treating with hyaluronidase, but the patient declined the treatment. The patient was concomitantly injected with 48 units of botox® to the glabella, forehead, and crow¿s feet. Symptoms resolved 5 days after injection. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00525 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm® ultra plus xc.

Manufacturer narrative:
Medwatch sent to FDA on 9/14/2016. Additional information: describe event or problem, relevant tests/lab data.

Event description:
Injector later reported that the patient's allergist diagnosed the patient with "c1 esterase inhibitor deficiency " and the patient couldn't handle swelling like an average person. Healthcare professional believes the swelling is not related to the product, but is instead due to a "physiological issue."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." "Juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured." Adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm® ultra plus xc (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." Physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra plus xc."

Event description:
Healthcare professional reported patient was injected with one syringe of juvederm ultra plus xc in the marionette lines, upper and lower lip, and chin area, and one syringe of juvederm voluma&#59416;c in the cheeks. About 7 hours later, the patient's upper lip swelled, and their "face swelled up." The patient went to an urgent care the same day and was treated with an injection of benadryl. The patient then went to an emergency room and was given IV prednisone, benadryl, and fluids. Two days later ,the patient went to see an allergist who performed lab/blood work, but the tests have not come back. The allergist prescribed oral prednisone, oral allegra, and oral benadryl. The health professional reported the patient "really reacted to the voluma&#59232;and recommended treating with hyaluronidase, but the patient declined the treatment. The patient was concomitantly injected with 48 units of botox&#59412;to the glabella, forehead, and crow's feet. Symptoms resolved 5 days after injection. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00525 (allergan pr ID (B)(6)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.